Event description:
New information received noted that the device was explanted electively without complications and the patient is doing fine. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received the vibratory patient notifier. The device had reached eri. Device replacement was scheduled. No further information is available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.